Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an off no power alert on the insulin pump. Customer's blood glucose was unknown. The customer stated they did not drop or bump the insulin pump. Customer also reported the insulin pump would power off within one day of battery insertion. The customer also reported experiencing a low blood glucose of 60 mg/dl. Troubleshooting also found the battery did not last for more than one week on the insulin pump. Customer declined to return the insulin pump for analysis.